Manufacturer narrative:
H10: of the two malfunctions, one lot number was provided, and lot history review was performed. Of the two reported malfunctions, devices were not returned for evaluation; however, medical records were provided and reviewed for two malfunctions. One malfunction also included images. One malfunction reported product number rf400f. For one malfunctions, the investigation is confirmed for detachment and perforation. For the remaining malfunction, the investigation is confirmed for perforation, detachment and migration. Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use. H10: b5,g3,h6(device: a0104). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf400j vena cava filter allegedly experienced detachment of device or device component and patient device interaction problem. The information was received from various sources. Of the two malfunctions, both involved patients with no patient consequences. Of the two reported malfunctions, one male patient is 71 years old and other patient is 32 years old. Weight was not provided for both the reported malfunctions.

Manufacturer narrative:
Of the 2 devices, 1 lot number was provided, and lot history review was performed. Of the 2 reported malfunctions, devices were not returned for evaluation; however, medical records were provided for one malfunction. For one malfunctions, the investigation is confirmed for detachment and perforation. For the remaining malfunction, the investigation is inconclusive. Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicates that model rf400j vena cava filter allegedly experienced detachment of device or device component and patient device interaction problem. The information was received from various sources. Of the two malfunctions, both involved patients with no patient consequences. The (B)(6) male patient weight was not provided. The age, weight, and gender were not provided for another patient.